Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they got a uti and it was getting worse. Patient said they were going to the bathroom more than they ever did before at night. Patient went in twice for program changes. Reviewed uti information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and repeated information regarding uti. The patient mentioned that they had a uti before the ins was implanted, then the utis didn't stop and they kept getting them. The patient mentioned that they were at their managing hcp's office a month ago to report that they kept getting uti infections. The hcp asked the patient if they took cranberry packs or vaginal inserts, and the patient said no. The hcp told the patient that it seemed like they were dehydrated, and the patient agreed that they needed to drink more water. The patient said they weren't blaming the ins for the utis, but the pain from the utis was getting worse. The patient was redirected to their hcp to further address the issue, but the patient indicated that their managing hcp was not providing the level of care they required. Agent re-opened the case and emailed physician listings to the patient.